Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that during use with a polyflux 140h, an external leak fluid was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the two provided photos showed on photo two water drops on the housing and a red marked area with the possible leak location. The reported condition was verified. The cause is undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.